Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged pump error 54 and pump error 3 alarm on 15-oct-2021. As well as cosmetic damage on motor side of case. The pump passed the displacement test and self test. No pump error alarms noted during testing. Successfully utilized thus to download history/trace files. Pump error 54 was confirmed on 10/15/2021 at start time 06:43:11.000 esf#: (B)(4), linenumber = 1421, filenumber = 32122. Pump error 3 was confirmed on 10/15/2021 at start time 06:43:13.000. No pump error 53 noted during testing or in history/trace files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, cracked retainer, cracked keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Pump errors were confirmed due to software error. Pump error 3 was a consequence of pump error 54. Pump error 53 was not confirmed. Cosmetic damage at motor side of case was not confirmed, however other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were not received the rewind process. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.